Event description:
It was reported that restenosis and stent fracture occurred. In (B)(6) 2025, a 2.50 x 32 mm synergy xd drug-eluting stent was implanted in the distal right coronary artery (rca). In (B)(6) 2026, restenosis was noted at the proximal side of the synergy xd. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal rca. A 2.50 x 10 mm wolverine cutting balloon was introduced to treat the restenosis. During expansion of the wolverine balloon, the stent got stuck on the proximal side and the devices were entangled. When the wolverine was removed, the stent separated. The proximal side of the stent was removed with the wolverine and the distal side of the stent remained in place. No issues were noted with the patient condition. Dilation was performed with a non-boston scientific drug coated balloon to complete the procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the investigation will be assigned an investigation conclusion code of adverse event related to procedure. It was reported that restenosis and stent fracture occurred. Restenosis had occurred to the proximal side of the implanted synergy stent. Restenosis is listed as an adverse event associated with the use of this device. A wolverine device was then used to treat the restenosis however, during expansion the stent got stuck on the proximal side and the devices were entangled. When removed the stent had fractured. Without media or photos of the alleged fracture a conclusion cannot be established. The device was not returned for analysis however it is likely that procedural challenges led to the reported event. Interactions with other devices and interactions with potential patient anatomy likely contributed to the complaint event.

Event description:
It was reported that restenosis and stent fracture occurred. In (B)(6) 2025, a 2.50 x 32 mm synergy xd drug-eluting stent was implanted in the distal right coronary artery (rca). In (B)(6) 2026, restenosis was noted at the proximal side of the synergy xd. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal rca. A 2.50 x 10 mm wolverine cutting balloon was introduced to treat the restenosis. During expansion of the wolverine balloon, the stent got stuck on the proximal side and the devices were entangled. When the wolverine was removed, the stent separated. The proximal side of the stent was removed with the wolverine and the distal side of the stent remained in place. No issues were noted with the patient condition. Dilation was performed with a non-boston scientific drug coated balloon to complete the procedure.